Event description:
The customer reported image flickering during reprocessing involving an Olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
B3: Date of event is unknown. Additional information will be provided if available.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.Date of event is unknown. Additional information will be provided once available.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.